Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a chronic totally occluded (cto) lesion in the peroneal artery. The winn guide wire was advanced and resistance was noted with the cto lesion. It was then noted that 2-3 mm of the distal portion of the guide wire became separated and was left in the artery, and no attempts were made to retrieve the separated portion. There was no resistance noted during removal of the guide wire. The lesion was not treated and remained occlusive. No additional treatment will be performed. The patient was confirmed to be in good condition post-procedure. No additional information was provided.